Manufacturer narrative:
Additional suspect medical devices component involved in the event: product family: scs-linear leads: upn: (B)(4), model: sc-2366-50, serial: (B)(4), batch: 19660475. Product family: scs-linear leads: upn: (B)(4), model: sc-2366-50, serial: (B)(4), batch: 19660475.

Event description:
A report was received that the patient requested a removal of the neurostimulator system. The patient indicated that he did initially benefit from the therapy, however was now receiving ineffective pain therapy. The patient underwent an explant procedure.

Manufacturer narrative:
Additional information was received that the patient had a lot of scar tissue, the physician had to cut the leads to explant the devices, and they were subsequently discarded. Ipg sc-1132, 150677: the returned device was analyzed, and no anomalies were found. Leads sc-2366-50, 3101737 and 3101736: the explanted devices were not returned to bsn as they were discarded by the medical facility. A review of the manufacturing documentation for the leads revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that the patient requested a removal of the neurostimulator system. The patient indicated that he did initially benefit from the therapy, however was now receiving ineffective pain therapy. The patient underwent an explant procedure.